Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 17 mmol/l (306 mg/dl) while wearing the pod between 36 and 48 hours. The patient noticed the adhesive coming loose from the infusion site (arm) and when removed it was reported that the pink slide did not move forward, indicating that a needle mechanism failure had occurred. As treatment, a new pod was placed.